Manufacturer narrative:
The unit passed the displacement test, rewind test, basic occlusion test, prime test, occlusion test, and excessive no delivery test. The motor was tested outside of the unit and passed. The motor error alarmed during basic occlusion test due to a faulty gold force sensor resistor. The unit had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, a scratched reservoir tube window, cracked battery tube threads, and a cracked belt clip slot.

Event description:
The customer called in to report a motor error alarm during basal delivery. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.